Manufacturer narrative:
Concomitant medical products: 4271, lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.